Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. (B)(6). MFR date: 2/2/2009.

Manufacturer narrative:
Follow-up # 1 06/07/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2011 with the following findings: the pump was found to have a visible crack to the battery compartment. The pump booted with auditory and vibratory alerts but no display function. The pump was opened and moisture damage was found on the pcb assembly, power terminals, display, and surrounding circuitry. Investigation was unable to be completed due to the moisture damage to the pump.

Event description:
The reporter claimed that the patient's blood glucose elevated to 400 mg/dl without any symptoms. The patient managed with his/her blood glucose via syringe to correct the blood glucose. At the time of concern, the animas pump reportedly lost power after the patient swam and received an alarm signal. The lcd screen was noted to have moisture. During troubleshooting, the animas representative indicated that the pump did not have any cracked, the keypad was torn from the bottom, and the yellow o-ring on the battery cap was not visible. The cartridge compartment allegedly had moisture and smells like insulin. However, the cartridge does not appear to be leaking. This complaint is being reported as a malfunction due to the alleged power issue. There is no evidence that the patient suffered a serious injury as defined by the animas criteria.